Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm. On 01/30/2026, it was reported that after lunch, the patient reported not receiving a low glucose alert from her dexcom mobile app notifying her of her hypoglycemic state. It was not specified what the patient's cgm value was at this time. As a result, the patient lost consciousness, fell, and injured her knee. The patient was alone during this event. After the patient regained consciousness (on her own), the patient had difficulty standing due to her knee injury, so she crawled to get juice and treated herself with that. It was not specified how long the patient was unconscious. At an unspecified time later, the patient¿s husband arrived home and assisted the patient. It was also mentioned that the patient had an MRI done on her knee. There was no documentation of the patient seeking assistance from a higher level of care. No other patient or event details were available. Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. It was found in connection with the reported allegation that on the alleged incident date, 01/30/2026, the estimated glucose values were in range, dropping from 233 mg/dl to 87 mg/dl from 12:40 pm to 01:10 pm. At 01:15 pm, the egvs dropped to 80 mg/dl, and the app delivered an urgent low soon alert with 70% volume. The urgent low soon alert was acknowledged immediately. The egvs kept dropping, but the app did not deliver additional urgent low soon or low alerts as it was snoozed after being acknowledged. At 01:25 pm, egvs (48 mg/dl) dropped below the urgent low threshold (55 mg/dl), and the app delivered urgent low alerts escalating from 70% to 100% volume and egvs dropping to low (under 40 mg/dl). At 01:59 pm, the urgent low alert was acknowledged. The egvs began rising, with the app delivering a low alert with an egv of 70 mg/dl at 02:25 pm. From 02:30 pm to 03:45 pm, egvs were in range, rising from 79 mg/dl to 226 mg/dl. No additional event or patient information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that after lunch, the patient reported not receiving a low glucose alert from her dexcom mobile app notifying her of her hypoglycemic state. It was not specified what the patient's cgm value was at this time. As a result, the patient lost consciousness, fell, and injured her knee. The patient was alone during this event. After the patient regained consciousness (on her own), the patient had difficulty standing due to her knee injury, so she crawled to get juice and treated herself with that. It was not specified how long the patient was unconscious. At an unspecified time later, the patient¿s husband arrived home and assisted the patient. It was also mentioned that the patient had an MRI done on her knee. There was no documentation of the patient seeking assistance from a higher level of care. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.